Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that during the trial, the patient felt 'great' and that her pain was managed well. However, since she was implanted, she did not have the same relief she had during the trial. The patient had a medication refill on (B)(6) 2013. The patient informed her doctor that she 'still hurt.' The patient asked the physician to increase the medication, but he reportedly would not do that. The patient reported still taking the 'pills' she was taking pre-implant. The pump had 'shifted positions' and was 'poking out' of her skin. When she first was implanted, the area where the pump was implanted was 'flat.' The patient had difficulty laying on her back due to the pain from the catheter. The catheter was 'stabbing' her and reported it to feel 'sharp.' The patient stated she was a 'bigger person.' The patient was considering pump explant, or going back to her prior pain doctor for pump refills, as she was not pleased with her current provider. Her next refill was scheduled for (B)(6) 2013. The pump was delivering morphine.